Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 135 mg/dl at the time of the call. The customer stated that they experienced low blood glucose and was sweating. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to corroded keypad traces. No moisture damage was found inside of the insulin pump. The insulin pump was received with a cracked case at a display window corner, cracked belt clip slot, minor scratches on the display window and a missing end cap sticker.